Event description:
It was reported that this patient presented to the hospital due to an untreated episode as a result of low r wave amplitudes. The device was reprogrammed to the alternate vector from the secondary vector after posture manipulations were performed. Since then the patient received six inappropriate shocks in the alternate vector due to low r wave and t wave oversensing. The device was then reprogrammed bac to the alternate vector. No adverse patient effects were reported. The device remains implanted.